Event description:
Ventilator shut down without warning. Started back up on its own. Pt was bagged until back up vent available. No harm to pt since caregivers in attendance knew what to do. Ventilator was due for preventative maintenance within one week.